Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d9 - date returned to mfg, h2, h3, h6 and h11. The device was returned to olympus for inspection. Based on the results of the investigation, the reported issue was confirmed, the device had tear marks and stain on the biopsy channel. The most probable cause is due to a component failure; however, a definitive root cause could not be determined. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the subject device had retained debris in internal channel. The issue was found during reprocessing. There were no reports of patient involvement.